Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the ict preamp cable (part number c-35016756-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result on the alinity analyzer. The following data was provided: sid (B)(6) initial 163 repeat 142 mmol/l. Sid (B)(6) initial 167 repeat 155 mmol/l. There was no impact to patient management reported.